Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Reportedly, the recipient was wearing a helmet for job reasons for several weeks. The presence of the helmet lying on the skin over the implant most likely caused the surgical incision to open, consequently leading to device exposure. Thereafter, the device was explanted. Reportedly, the user was doing very well with the device. The explanted device has not been received for investigation as it was lost after explantation at the clinic. This is a final report.

Event description:
It was initially reported that the device was explanted due to an accident/trauma. Per new information received, the patient had been wearing a hard hat for his job for several weeks. Reportedly, the hard hat was rubbing on an area of the implant and caused the surgical incision to open. The patient then presented at the clinic as part of the implant extruded through the skin. Therefore the device was explanted. Surgery to implant a new device is scheduled. The device has reportedly been lost and will not be returned for investigation.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was initially reported that the device was explanted due to an accident/trauma. Per new information received, the patient had been wearing a hard hat for his job for several weeks. Reportedly, the hard hat was rubbing on an area of the implant and caused the surgical incision to open. The patient then presented at the clinic as part of the implant extruded through the skin. Therefore the device was explanted. There is no allegation against the device. Surgery to implant a new device is scheduled.